Manufacturer narrative:
Of the 2 allegations of a malfunction, 8 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. During investigation for unrelated complaints, there were 4 additional failures founds. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 2</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a audio bolus issue. These reports were received from various sources. The patients associated with this allegation ranged from 12-68 years of age and between 138 and 138 pounds. Of the reported patients, 1 were male, 1 were female, and 0 were unknown.